Manufacturer narrative:
This report is submitted on august 30, 2023.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI (1.5 tesla). The patient subsequently underwent revision surgery on (B)(6) 2023, to replace the implant magnet. However, the existing magnet was difficult to remove, resulting in the surgeon decided to leave the magnet in-situ just below the ear. The new magnet was then placed in the correct position. The implanted device remains.